Manufacturer narrative:
(B)(6). (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a solution set would not disconnect from the central line luer lock. This issue was identified during stem cell infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: one actual used device was received for evaluation with a used non-baxter connecter. Visual inspection was performed using the naked eye which observed that the male luer rigid component was cracked into the non-baxter connector. It was noticed on the samples, that there was an indication of external force being applied to the component, which made an appearance of a white color on the cracked area. The reported condition was verified. The cause of the condition could not be determined; however, a possible cause may be excessive force applied to tighten the luer connection. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.